Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the laboratory did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, which resulted in no capture. During a lead revision, slack was given and the intermittent capture with high measurements remained. The cause was thought to be due to a micro dislodgement. This rv lead was subsequently removed and replaced. No additional adverse patient effects were reported.